Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009854, in question was manufactured at the reynosa site. Test results: the reference samples for the lot 6009854 have already been previously tested in the complaint (B)(4) on 15-jul- 2025. No photo was provided. Investigation process of the complaint was carried out in accordance with: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to (wi) version 2 on reference samples, 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. Threshold analysis: a query was run on 17-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009854". If the count of complaints equals or exceeds 3, further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6009854 was manufactured according to the (wi) version 81 manufactured in the machine 12, on 22/oct/2024, with a total of (B)(4) units. Assembly: the lot 4k03306 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 21/oct/2024, with a total of (B)(4) units. The lot 4k03307 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 22/oct/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k03295 was manufactured according to the (wi) version 42 and manufactured in the machine 04 05 and 08, on 19-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k03296 was manufactured according to the (wi) 8 version 42 and manufactured in the machine 04 05 and 08, on 21-oct-2024, with a total of b)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to emergency room (ER) and was subsequently hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2025. Blood glucose level at the time of event was 500 mg/dl and patient was treated with intravenous (IV) drip. The patient also had symptoms of feeling sick/ unwell and increased thirst. Length of hospitalization was greater than 24 hours. No further information available.